Event description:
A copy of the user facility voluntary medwatch was rec'd. The following incident was reported on the medwatch: ent physician took skin graft from anesthetized pt. The graft was not usable. The surgeon reported the equipment was pitted and cancelled the procedure. The pt's skin graft site was okay. It was further reported that the plastic surgeons who use this equipment oil the skin and hold taut when taking a graft. The ent physician did not utilize this technique. The unit involved in the reported incident was manufactured on 02/24/1989 and last serviced on 02/23/1995. Contact has been made with the user facility, however, to date, the product is not available for investigation.